Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2011.

Event description:
Report of formal claim received from kennedys regarding revision of right side pinnacle mom hip implants due to elevated metal ion levels and fluid noted around the hip.